Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure (batch no. C61992, a78088) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), memory impairment ("memory impairment (not being able to answer my children¿s questions or make decisions)"), impaired reasoning ("memory impairment (not being able to answer my children¿s questions or make decisions)"), headache ("headaches"), tinnitus ("ringing in my ears"), arthralgia ("joint pain"), fatigue ("exhausted"), disturbance in attention ("immense difficulty to concentrate"), iron deficiency anaemia ("iron deficiency anaemia"), adenomyosis ("adenomyosis") and poisoning ("I feel like my body is still poisoned with all these metals"). The patient was treated with paracetamol (doliprane) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, memory impairment, arthralgia, fatigue, disturbance in attention, iron deficiency anaemia and adenomyosis was resolving and the headache and poisoning had not resolved. The reporter considered adenomyosis, arthralgia, disturbance in attention, fatigue, headache, impaired reasoning, iron deficiency anaemia, memory impairment, menorrhagia, poisoning and tinnitus to be related to essure. The reporter commented: the patient´s general condition worsened from year to year. She was not at all herself, and exhausted. She had to give up sports, she who was very active (4 workouts / week). What a nightmare day-to-day life was. Everything took time. She could not understand her condition. She met with an otorhinolaryngology doctor for her head, and had an MRI (magnetic resonance imaging test). She took doliprane which did not do much in the end. For her haemorrhagic periods her gynaecologist prescribed ampoules to stop them altogether, but she realised that it was a shock treatment and she stopped it. Finally a hysterectomy (after numerous tests) was performed. The patient quickly felt better. Two years later she has been able to resume sports, definitely not at the same pace: twice a week. Despite everything, she still very often has headaches and ringing in her ears. She has to work more slowly. She feels like her body is still poisoned with all these metals. But she is a person who moves on. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: head, negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-feb-2020. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure (batch no. C61992, a78088) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), memory impairment ("memory impairment (not being able to answer my children¿s questions or make decisions)"), impaired reasoning ("memory impairment (not being able to answer my children¿s questions or make decisions)"), headache ("headaches"), tinnitus ("ringing in my ears"), arthralgia ("joint pain"), fatigue ("exhausted"), disturbance in attention ("immense difficulty to concentrate"), iron deficiency anaemia ("iron deficiency anaemia"), adenomyosis ("adenomyosis") and metal poisoning ("I feel like my body is still poisoned with all these metals"). The patient was treated with paracetamol (doliprane) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, memory impairment, arthralgia, fatigue, disturbance in attention, iron deficiency anaemia and adenomyosis was resolving and the headache and metal poisoning had not resolved. The reporter considered adenomyosis, arthralgia, disturbance in attention, fatigue, headache, impaired reasoning, iron deficiency anaemia, memory impairment, menorrhagia, metal poisoning and tinnitus to be related to essure. The reporter commented: the patient´s general condition worsened from year to year. She was not at all herself, and exhausted. She had to give up sports, she who was very active (4 workouts / week). What a nightmare day-to-day life was. Everything took time. She could not understand her condition. She met with an otorhinolaryngology doctor for her head, and had an MRI (magnetic resonance imaging test). She took doliprane which did not do much in the end. For her haemorrhagic periods her gynaecologist prescribed ampoules to stop them altogether, but she realised that it was a shock treatment and she stopped it. Finally a hysterectomy (after numerous tests) was performed. The patient quickly felt better. Two years later she has been able to resume sports, definitely not at the same pace: twice a week. Despite everything, she still very often has headaches and ringing in her ears. She has to work more slowly. She feels like her body is still poisoned with all these metals. But she is a person who moves on. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: head, negative. Lot number: a78088, manufacture date: 2012-12, expiration date: 2015-12. Lot number: c61992, manufacture date: 2014-06, expiration date: 2017-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.